Event description:
Reportedly, the pt passed away. It was reported that he had a rhythmic storm before death but the cause of the death was not related to the ICD involved in this MDR report. However, the device was returned for analysis.

Manufacturer narrative:
On 10/08/2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.